Event description:
Procedure performed: lap chole. Event description: the top of the seal was removed during the end of the procedure and the top piece broke off the side that holds the seal in place (plastic component). Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. A historical trend analysis and review of production records was performed, and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: the top of the seal was removed during the end of the procedure and the top piece broke off the side that holds the seal in place (plastic component). Patient status: no patient injury.